Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 72-year-old female in the EU, with a previous medical history of cardiac surgery (coronary artery bypass graft), received hemodynamic support from an impella cp pump during a high-risk percutaneous coronary intervention (hrpci). During removal of the impella cp device after successful pci procedure, the subclavian/aorta stent that had been in place from a previous intervention was noted to have been deformed. It is unclear if the impella device caused the deformation, however it cannot be excluded. The stent had been placed in the subclavian artery to stabilize the patient. CPR was noted to have been required during the procedure. The same impella device was also reinserted to further support the patient, despite recommendation to use a new one. One day after the adverse event, the patient died from multi organ failure.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04810 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the vascular damage - great vessel issue has been completed. The device was not returned for investigation. According to clinical details, during the device removal, a subclavian/aorta stent came out along with the pump. Despite the recommendation for a new pump, the doctor chose to reuse the existing one, which operated effectively after CPR was administered. The cause of the vascular damage issue was most likely use related based on given clinical details.